Event description:
The customer received two questionable creatinine plus (crea) results on their p-module. The initial results were reported outside the laboratory. The physicians asked for retesting of the samples and the initial results were corrected. The first patient's initial crea result was 790.4 umol/l. The repeat result was 121.5 umol/l. The second patient, a male born on (B)(6), had an initial crea result of 2122.3 umol/l. The repeat result was 264.0 umol/l. There were no adverse events. The crea r1 reagent lot number was 657690 and the expiration date was not provided. The crea r2 reagent lot number was 658700 and the expiration date was not provided. The field service engineer adjusted the reagent arm 4 steps.

Manufacturer narrative:
A specific root cause could not be determined. The customer has not had further discrepant results since the reagent arm was adjusted.

Manufacturer narrative:
This event occurred in (B)(6).